Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the residual longevity estimation displayed during two consecutive follow-ups was inconsistent. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.

Event description:
Reportedly, the residual longevity estimation displayed during two consecutive follow-ups was inconsistent. Preliminary analysis revealed that normal battery depletion occurred according to hrs guidelines.